Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge that yielded a result of 0.72 ng/ml. Subsequent troponin were 0.01 ng/ml and 0.04 ng/ml several hours later, the physician questioned the original result of 0.72 ng/ml. The pt was admitted based on the 0.72 ng/ml. Potential sample handling issue as reported by customer. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).